Event description:
Customer reported experiencing a cartridge change error with his insulin pump, and efforts to resolve the issue using website suggestions were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed customer to check and clean the pump's components, and while initial steps did not resolve the issue, they eventually assisted in successfully loading a new cartridge. Ultimately it was decided to use an alternative pump instead.